Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "involved a 63-year-old patient treated for ischemic stroke with neurological degradation requiring decompression craniectomy. On (B)(6) 2021, during the insertion of a midline on the right elbow, the catheter needed to be cut over of over 5 centimeters to adapt to the patient's morphology. The guidewire was in place and the integrity of the device was checked before insertion, the ultrasound identification of the basilic vein allowed the catheter to be placed without difficulty. However, facing the absence of initial venous back flow, the catheter was repositioned by moving back to the skin. It was then reassembled after recovery of the venous back flow. During its removal, the guidewire was disassembled in several pieces and unraveled. In this context, an x-ray and an injected chest CT scan were performed. The part of the guidewire initially seen in the right axilla on the x-ray had migrated to the level of the a10d pulmonary artery on the thoracic CT scan, causing a pulmonary embolism with pulmonary infarction as a complication. A transthoracic echocardiogram was also performed, showing good function of the right ventricle without acute heart pulmonale. With regards with respiratory and hemodynamic, no degradation was observed. After discussion with cardiac surgeons, embolectomy could not be considered given the clinical stability of the patient, the distality of the foreign body and the need for massive anticoagulation required, with a benefit / risk balance not in favour of performing the procedure. Interventional radiologists and pediatric cardiologists were unable to propose endovascular ablation because of the technical complexity of the procedure given the distality of the foreign body." At the time of this report, the patient is still in intensive care for management of his after-effects stroke, with monitoring of the device still in place.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: "involved a (B)(6) year-old patient treated for ischemic stroke with neurological degradation requiring decompression craniectomy. On (B)(6) 2021, during the insertion of a midline on the right elbow, the catheter needed to be cut over of over 5 centimeters to adapt to the patient's morphology. The guidewire was in place and the integrity of the device was checked before insertion, the ultrasound identification of the basilic vein allowed the catheter to be placed without difficulty. However, facing the absence of initial venous back flow, the catheter was repositioned by moving back to the skin. It was then reassembled after recovery of the venous back flow. During its removal, the guidewire was disassembled in several pieces and unraveled. In this context, an x-ray and an injected chest CT scan were performed. The part of the guidewire initially seen in the right axilla on the x-ray had migrated to the level of the a10d pulmonary artery on the thoracic CT scan, causing a pulmonary embolism with pulmonary infarction as a complication. A transthoracic echocardiogram was also performed, showing good function of the right ventricle without acute heart pulmonale. With regards with respiratory and hemodynamic, no degradation was observed. After discussion with cardiac surgeons, embolectomy could not be considered given the clinical stability of the patient, the distality of the foreign body and the need for massive anticoagulation required, with a benefit / risk balance not in favour of performing the procedure. Interventional radiologists and pediatric cardiologists were unable to propose endovascular ablation because of the technical complexity of the procedure given the distality of the foreign body." At the time of this report, the patient is still in intensive care for management of his after-effects stroke, with monitoring of the device still in place.